Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 267 mg/dl. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer's insulin pump worked as designed after a set change. The customer was assisted with high blood glucose trouble shooting and walked through priming the pump. No further assistance needed.